Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2008. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert had triggered for noise during the patient's surgical procedure. A subsequent interrogation of the cardiac resynchronization therapy defibrillator (crt-d) yielded normal measurements. The physician was satisfied that noise from the surgical procedure triggered the alert. The device remains in use. No patient complications have been reported as a result of this event.